Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 441 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump in attempt to address the issue and went to the emergency room. Customer was treated with intravenous insulin and was discharged the same day. The customer continued to use the pump for insulin therapy. No additional information regarding this event was provided.